Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the mother of the patient discovered the inflation line had detached from the tracheostomy tube spontaneously while child was in their crib. Tracheostomy tube was replaced without issue. No adverse health outcome resulted from this event. No information available as to how long the unit was in use prior to this event.

Manufacturer narrative:
The reported tracheostomy tube was returned for product evaluation. Visual inspection of the device found the airway to be severed clean just below the airway balloon. Approximately 3mm of airway remained inside the inflation balloon. The bond between the airway and the inflation balloon appeared to be in good condition. The root cause of the severed airway could not be determined during investigation; however, it is likely that the part came in contact with a sharp object resulting in the severed airline. Furthermore, all products are 100% leak tested prior to packaging. Therefore if a leak had been present during production, the device would have been rejected during this inspection process. The device's instructions for use (IFU) states the following: 4.10: do not use a tube that is cut or damaged. Use of a damaged tube can result in airway compromise. This device must be thoroughly inspected for signs of damage or wear prior to each use; 4.11: guard against product damage by avoiding contact with sharp edges.